Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that the parent of a child end-user self-started the ilet on (B)(6) 2025. The user was hospitalized on approximately (B)(6) 2025 with diabetic ketoacidosis (dka) due to prolonged hyperglycemia caused by an infusion set failure. The parent stated the infusion set cannula was bent or not properly inserted, and the user was away from home, unable to replace it. The user experienced elevated blood glucose (bg) levels before bed and woke up vomiting. After contacting their healthcare provider (hcp), they were advised to go to the emergency room (ER). Attempts to follow up with the parent on (B)(6) 2025 were unsuccessful. No further information is available.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.